Event description:
It was initially reported that at a recent appointment, the pt's device was interrogated, which resulted in high lead impedance with the elective replacement indicator flagged "yes." The pt was referred for lead and generator revision at that time. The explanted generator was returned to the manufacturer for analysis, but the lead was believed to have been discarded at this time as it was not returned. A search performed in the manufacturer's programming history database showed that the last known diagnostics performed were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.